Event description:
It was reported that pump displayed occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to disconnect tubing and cartridge at different points, deliver test boluses, remove cartridge, and refill and load new cartridge, and after confirming no visible cartridge damage or debris and seeing minimum fill notification, technical support arranged for pump replacement.